Event description:
It was reported that the patient's inflatable penile prosthesis pump was positioned too high. The device was still functional. The system was replaced with a 100 ml reservoir, pump, and 21cm x 12mm cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.